Event description:
It was reported that the insulin pump had an unresponsive keypad and the screen of the device was foggy. The customer stated that the device was in their pocket and it got exposed to sweat. The customer's blood glucose was 146 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at display window corners, minor scratches on the display window, and a cracked reservoir tube lip. No moisture damage was noted on the motor or electronic assemblies during the visual inspection.